Event description:
A biomedical technician (biomed) at a user facility reported that a Fresenius 2008T Hemodialysis (HD) machine had charred wires on the deaeration motor. The charred wires were noticed during machine repair following a flow inlet error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the parts, which resolved the issue. The machine was returned to service at the user facility without issue and without reoccurrence of the event. The parts are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A BIOMEDICAL TECHNICIAN (BIOMED) AT A USER FACILITY REPORTED THAT A FRESENIUS 2008T HEMODIALYSIS (HD) MACHINE HAD CHARRED WIRES ON THE DEAERATION MOTOR. THE CHARRED WIRES WERE NOTICED DURING MACHINE REPAIR FOLLOWING A FLOW INLET ERROR. A PATIENT WAS NOT CONNECTED TO THE MACHINE AT THE TIME OF THE INCIDENT AND THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS BECAUSE OF THIS MALFUNCTION. THE BIOMED REPLACED THE PARTS, WHICH RESOLVED THE ISSUE. THE MACHINE WAS RETURNED TO SERVICE AT THE USER FACILITY WITHOUT ISSUE AND WITHOUT REOCCURRENCE OF THE EVENT. THE PARTS ARE NOT AVAILABLE TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a Fresenius Field Service Technician (FST). Complaint investigation found objective evidence indicating a product problem. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The reported event has been confirmed.